Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited oversensing. The physician performed an invasive procedure to evaluate the system and elected to replace the transvenous defibrillation lead.